Event description:
The customer reported state time out. While the asp field service engineer was on site, he saw oil mist coming from the unit. The customer stated that there were no physical complaints reported. The asp field service engineer repaired the unit.